Event description:
Externalized conductors were noted via review of x-rays. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.